Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A large piece has broken off from trial body. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Examination of the submitted device confirms one side has broken off. The root cause of the breakage is unknown. There is no evidence of misuse or device wear. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against product code (B)(4) finds no additional reported events. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to determine a root cause, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.